Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port is damaged. It is unknown if the device was in use on a patient, however no patient or user health consequences or impact occurred.